Event description:
While physician was removing ansel sheath 6 french after lower extremity angiogram - sheath broke off and any attempt to remove remaining to inch piece was unsuccessful. Pt was taken to operating room for retained piece of the sheath.